Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation, the monitor was resetting. The cause for the abnormal shutdowns was likely an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. The monitor was still able to pass the initial detect and treat test. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was experiencing abnormal shutdowns. The patient was issued a replacement monitor.